Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing atrial fibrillation with a rate related right bundle branch block (rbbb) at the start of the procedure. After the post-balloon aortic valvuloplasty (bav) using a 20mm non-abbott balloon, the patient went into heart block and required pacing. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). The arrythmia persisted and the temporary pacemaker was left in. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing atrial fibrillation with a rate related right bundle branch block (rbbb) at the start of the procedure. After the post-balloon aortic valvuloplasty (bav) using a 20mm non-abbott balloon, the patient went into heart block and required pacing. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). The arrythmia persisted and the temporary pacemaker was left in. The following day a permanent pacemaker was implanted. The patient status was stable.